Event description:
It was reported that a cerebrospinal fluid (csf) leak occurred while placing a drg lead during a permanent procedure. Postoperatively, the patient reported experiencing a headache and was light sensitive. Follow-up information indicated the issue has since resolved.